Manufacturer narrative:
Additional information was received on (B)(6) 2019. The serial number has been clarified, and the correct value has been populated in d4. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with an unknown mentor gel implant (right) and a 350cc mentor memorygel breast implant (left) experienced right sided hematoma approximately one-hour post procedure. The unknown mentor gel implant was replaced with a 350cc mentor memorygel breast implant that same day. Two days later the patient began experiencing right sided rippling and several unexplained systemic symptoms post procedure. A pimple-like rash all over her upper body, short term memory issues, fatigue, and a golf ball sized bubble (condition improved) were all noted. In relation to the rippling the patient stated to be able to feel the top of the implant and hear it squeak. At the time of this report, mentor has received no information regarding explantation or an expected explantation date of the currently placed implants. This report relates the replacement left sided implant. Report 1645337-2019-18219 relates to the initial right sided implant, and 1645337-2019-18218 relates to the replacement right sided implant.